Event description:
Refer to h10/h11 for follow-up information. An intuitive surgical inc. (Isi) followed up with the initial reporter and the following additional information was obtained the system functionality was checked upon powering on the system and the system was powered on without errors. The reported issue occurred during docking.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The erbe was energized and cauterized all ports and recognized instruments. During the system test, it was discovered that both bipolar slots were heavily worn down. The error log also confirmed various errors c-00 and c-84 errors in succession which coincide with reported issue. In addition there were various errors m-1f, m-b0, and m-0b.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the erbe to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a c-01 error (activation interruption) occurred against the erbe. The caller rebooted the erbe, but the error returned. The intuitive tech support engineer (tse) viewed the system logs and confirmed the reported activation error. The customer rebooted the erbe again. When the surgeon fired energy the c-01 error returned. The tse advised that they could use another vision side cart (vsc), but the other system was being used. The tse advised that they could use the valley lab force triad generator. The caller had a force triad, but they did not have the required energy cable to connect to the system. The customer chose to run the force triad generator external foot pedals over to the surgeon and set them by his feet. The customer continued the case using the valley lab force triad generator with external foot pedals. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.